Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis during a gastroscopy procedure within the patient's stomach. According to the complainant, after the injection gold probe was advanced through the scope and into the patient, the physician attempted cautery; however, the device failed to conduct electrical current. The cord and generator connections were checked and appeared to be working properly. At this time, the device was withdrawn from the patient and exchanged, and then the procedure was completed using another injection gold probe along with the original generator and cord. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. (B)(4) for the reported event of failed to deliver energy. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.